Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol), model dcb00 was implanted into the patient's right eye. The patient had to hold things really close to be able to see anything. Patient not able to function due to myopia aggravating his central scotoma. The patient has a history of myopic lasik and multiple retinal procedures, including pars plana vitrectomy (ppv) in the right eye prior to cataract surgery. The lens was explanted during a secondary surgical procedure due to patient's preference to change vision target from near to distance and as the patient did not like myopia. The replacement lens was the same model dcb00 with 24. 0 diopter. There were no capsule tear, unplanned vitrectomy , incision enlargement and sutures. Following replacement lens implantation, the patient¿s visual acuity (va) was 20/400. The manifest refraction (mrx) was -0.25 d sphere and -0.50 d cylinder at 135°, va: 20/400. The procedure was completed successfully. No additional medical attention or medication outside of standard care was required. It was stated that the lens did not contribute to the event. No further information was provided.